Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported that the insulin pump alarmed button error. Customer' s blood glucose reading was around 200's mg/dl. Customer stated that the insulin pump was left in the car on suspend and when she put it back got button error. Advised customer the insulin pump would be replaced. Nothing further was reported.